Manufacturer narrative:
Lumenis representatives investigated the reported event contacting the user facility to obtain further information regarding the patient and the reported subject device issue. Despite reasonable attempts by phone and email the facility did not respond to requests for investigative information. The surgeon reported that despite the reported error code observed when attempting to use a rectangular pattern the surgeon continued to use the device for "the past two months." Subject laser system was evaluated by a lumenis engineer. The engineer concluded the scanner motor was the determined cause of the reported pattern issue. Laser system performance tests confirmed the subject laser system met all manufacturer performance specifications. A review of product labeling confirmed that labeling did not contribute to the reported event. Subject device IFU states that should a fault code appear during use the user should: "press the ready selector to clear the error code. If the condition persists, turn the system off for five seconds, and then turn it back on. If the advisory code reappears, record the code and contact your local lumenis service representative." Lumenis concludes the event is not reportable per MDR decision tree however this medwatch is being filed in response to the uf report.

Event description:
A user facility reported on medwatch number (B)(4) that during a laser cyst removal procedure in which a lumenis ultrapulse laser was deployed the, "surgeon reported error #181, on lumenis laser when attempting to use a powerful setting with a long, rectangular shaped/pattern laser beam setting (also for the past two months - as stated by the surgeon) . When changing the pattern shape to the circular pattern with the same power settings, the laser was working. We continued at this setting for the remainder of the surgery." No report of patient harm was received.